Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the ventilator touch screen failed to function. There was no patient involvement in the reported issue.

Manufacturer narrative:
It was reported that the bellavista touch screen was not functioning. The service center attempted calibration multiple times; however, the calibration could not be completed and the touch screen continued to be unresponsive. A field service engineer (fse) arrived onsite and replaced the user interface bv 1000 followed by calibration, testing, and functional tests, all with passing results.